Event description:
A malfunction was reported concerning the battery and charging quality, which had severely decreased and was causing random shutdowns. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up, no further information was provided, and no additional actions were necessary.